Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 99% stenosed target lesion located in the non-calcified and moderately tortuous distal right coronary artery. A 2.25x24mm promus element plus stent was advanced for treatment but was not able to cross the lesion. Upon removal, it was noted that the stent had lifted and also resistance was encountered during removal. The procedure was completed with another of the same device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
(B)(4) device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Struts on the first three rows on the proximal end of the stent were bunched together and some struts were raised up. This damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).